Manufacturer narrative:
Part number of 994-000 provided but not able to be verified. This report is for an unknown screwdriver, unknown lot. Device is an instrument and is not implanted/explanted. Due to not being able to verify the manufacturer of the part number provided, no investigations could be completed. Device was used for treatment, not diagnosis. Medwatch originally submitted to FDA on october 6, 2014, it is being re-submitted per FDA request of 11/3/2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Unable to verify manufacturer.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that when the surgeon tried to lock the blade, the impactor spun free, although the gap between the end of blade and the shaft of the impactor was closed by image. The cannulated hexagonal screwdriver also spun free. So, the surgeon used another blade. At that time, the surgeon could not attach the blade with the extraction screw and so pushed harder. As a result, the blade interfered with a nail. After that, the surgeon could attach the blade with the extraction screw, and the blade could be locked in the end. A thirty minute surgical delay was reported. No patient injury reported. This report is for an unknown screwdriver. This report is for 4 of 4 (B)(4).